Manufacturer narrative:
Information anticipated, but unavailable at this time.

Event description:
It was reported that during a lap sigmoid resection procedure, as he was putting the anvil into the bowel, the stapled off the bowel end with the anvil inside the bowel, inside the anvil is the blue ansilary trocar. He pushed the anvil and the trocar through the staple line. When removing the blue trocar from the anvil, the trocar was very hard to remove and broke off. Open another product of same code to complete the case. No patient consequence.